Event description:
Patient was revised to address cup malpositioning and osteolysis. It is reasonable to conclude that the malpositioning and osteolysis were the cause of the patient's pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.additional information in d6 and f10. This complaint is considered completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/22/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, erosion on the trunnion (no corrosion mentioned), wear on the liner, leg length discrepancy, leg cyst in the trochanteric area, and improved position of the cup with the new cup placed (never mentioned a malpositioned cup). Lab results from (B)(6) 2012 indicated the metal ions were above 7ppb. The doi of (B)(6) 2006 is a revision operation from a previous hip replacement in the 1990s. No medical records have been provided for the original operation and the stem is from the 1990s operation. There is insufficient information to know if this was a depuy stem. If/when we receive more information we will updated as needed. Part/lot is being updated for the cup, liner, and femoral head. There was no mention of osteolysis or implant noise as previously stated. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Patient was revised to address cup malpositioning and osteolysis. It is reasonable to conclude that the malpositioning and osteolysis were the cause of the patient's pain. Doi: (B)(6) 2006; dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.